Manufacturer narrative:
Since the subject device was manufactured over 15 years ago, a review of the device history record could not be performed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty convertor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system did not turn on. The event occurred during inspection for use. The procedure was not completed. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to converter failure. Additional findings are as follows: there was a dead battery. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.